Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection and sepsis. Reportedly, the patient received antibiotic treatment and had a system explant procedure scheduled. In addition, patient was getting lots of shocks and anti-tachycardia pacing (atp). The medical doctor wanted program the cold can and administer shocks and atp but suspected the can was outside of the body and told that unable to program cold can. Technical services attempted to simulate, and the option worked but a test will be done to ensure no issue until the system can be replaced. No additional adverse patient effects were reported. Additional information indicated that the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.